Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ping meter is giving an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The error 1 issue began on the morning of (B)(6) 2013. The patient took 3 units of insulin to manage her diabetes instead of the usual dose based on a blood glucose reading. Reportedly, the patient felt thirst at around 12:30 pm. There was no report of any required medical intervention to suggest a serious injury. The error 1 issue was not resolved with training. This complaint is being reported due to the unresolved error 1 issue. There was no evidence the patient suffered a serious injury. The lfs products were replaced and requested back for investigation.